Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a leak from the IV catheter could not be confirmed from the 20ga insyte autoguard unit that was provided for investigation. The returned sample exhibited use. A functional test revealed no leaks from the IV catheter. A visual examination revealed no damage or defects with the returned sample. The returned unit was an insyte autoguard IV catheter without blood control. The product implicated in the pir was a 20g insyte autoguard device with blood control. No packaging was returned to confirm the product and lot information. The returned device was likely from a different lot. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
None additional.

Manufacturer narrative:
Correction: annex a code correction. D/h remove mfg/exp dates from device information, as the lot number is not known.

Event description:
It was reported that bd insyte autog bc leaked past the blood control feature. The following information was provided by the initial reporter: issue: when placing catheter, the blood is leaking out before the line is attached to the infusion line. Doe (B)(6) 2024, 2 other doe will follow up with clinicians to see if they were documented. Total of 3 pts in total. Additional info: (B)(6) 2024. What was the impact to the patient? No impact. 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No aes or saes. 3. Can you please provide an exact date of event in format dd-mmm-yyyy of all 3 patients? 19-dec-2024 was the latest incident. I don¿t know the dates of the other 2 incidents. 4. Can you please provide the lot number associated with reported issue of all 3 patients? (B)(6)2024: 3002680; lots of other 2 incidents are unknown. 5. Total number of occurrences? (B)(4).

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.